Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/29/2020. Corrected information: the initial event reported of a nurse noticed that the suture had been detached from the needle was corrected to the suture was broken during use. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 08/16/2020. A manufacturing record evaluation was performed for the finished device batch pkh813, and no non-conformances were identified. Additional h-3 summary: one empty winding former, a paper lid and one needle-suture in two sections of product were received for analysis. The product code is double armed. During the visual inspection of the opened sample (two needle/suture pieces), the swage and attachment area were noted to be as expected. However, slightly marks on the body of a needle and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture detached from the needle. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.